Manufacturer narrative:
A visual examination of the returned capio slim revealed that the original box was sealed and damaged. However, the sterility barrier was not compromised. Therefore, the root cause of this complaint is undeterminable. A complaint with a root cause classification of undeterminable indicates review and analysis of all available information fails to indicate a root cause or probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a capio slim was received in the facility on july 13, 2015. According to the complainant, the device packaging was damaged and the reporter was unable to confirm whether or not the sterile barrier was compromised. There was no procedure involved and the device was not used in the patient.

Event description:
It was reported to boston scientific corporation that a capio slim was received in the facility on (B)(6), 2015. According to the complainant, the device packaging was damaged and the reporter was unable to confirm whether or not the sterile barrier was compromised. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.